Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, when they inflated the balloon, it was noticed that the balloon did not hold the solution as the balloon burst. The entire balloon was removed from the patient through direct video visualization. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block g3: medwatch number is mw5102496. Block h2: additional information: block a3 (sex). Block h6: medical device problem code a0402 captures the reportable event of balloon burst. Block h10: investigation results: a visual and microscopic examination of the returned complaint device found that the balloon was burst, which confirms the reported event. The guidewire was kinked microscopic analysis was performed, the catheter was noted to have a mechanical cut and the black sleeve had a little gap probably by any force applied to remove the catheter from the scope. Media analysis of the photo submitted by the customer confirmed that the balloon burst inside of the patient. Based on the available information, it is possible that factors encountered during the procedure, such as the interaction with scope or any other surface during the procedure inside of the anatomy could create friction on the balloon that caused the black sheath to have a little gap with the catheter, causing the problem found of balloon burst during the procedure therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Medwatch number is mw5102496. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, when they inflated the balloon, it was noticed that the balloon did not hold the solution as the balloon burst. The entire balloon was removed from the patient through direct video visualization. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.